Event description:
It was reported that during the implant attempt, when placing a stylet down the lead while the lead was in the coronary sinus, the helix could no longer be deployed. Once the helix would not deploy, the stylet would not advance all the way to the tip of the lead. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.